Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining unspecified high readings from the adc device. The customer experienced symptoms of shaking, sweating, inability to speak, and loss of consciousness. A blood glucose result of 40 mg/dl was obtained on an unspecified meter and customer was treated with chocolate candy and insulin (dose/type unspecified) by spouse. There was no report of death or permanent injury associated with this event.